Event description:
Customer called in to report the insulin pump alarmed for no delivery. The alarm has occured during a bolus process and the basal stage. Blood glucose reading was 230 mg/dl. Troubleshooting was performed. Found the insulin pump to be functioning as designed. The customer has been using insulin taken right out of the refrigerator and not letting it return to room temperature. Advised that this might cause crystallization and occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.